Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and failed mechanical inspection due to the user reporting that the system would inte rmittently stop shooting x-rays. Troubleshooting did not reveal much information. The factory team was consulted and the detector interface board was replaced and the firmware was updated. The system checkout was completed and the system was ready for use. Codes b01, c07 and d02 are applicable. D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000171, serial/lot #: rev. 2 : s/n (B)(6). D9/h2/h3: the detector interface board was returned however analysis has not been completed at this time. Codes b21, c21 and d16 reflect this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: detector interface enclosure lot #: rev. 2 : s/n (B)(6) h2, h3, h6: the returned detector interface enclosure was analyzed. No failures were found. Previously code b01 is applicable, as are codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Troubleshooting was done onsite. The representative (rep) tested the system and confirmed that the system was having intermittent issues. He completed the fluoro and rad gain calibrations without issues. Then the rep tried to test the typical work flow and was unable to take a 2d image using the hand switch or the footswitch. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to take 2d shots. It was used previously in another case without issue. The site rebooted the system and tried switching between 2d and 3d without resolution. The site was using the hand switch and did not have a foot switch available to try. It was reported that after the second reboot, the system was in standalone mode. They tried rebooting with the umbilical disconnected but had to get off the phone while continuing to troubleshoot. Scout images were taken with c-arm instead. It was reported that no patient was present.